Event description:
It was reported that vessel dissection occurred. The (B)(6) stenosed long lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.00x20mm non-bsc device was used to predilate the lesion. A 12 x 3.00 promus premier drug-eluting stent was deployed. However, an edge dissection at the proximal end was found. A 3.0 x 12mm promus premier drug-eluting stent was used to treat the dissection of the rca. No further patient complications were reported and the patient's status was stable.